Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 19. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2026, the implant was removed upon patient¿s request. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and inflammation. No further patient complications were reported.